Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated essure coil emanating from the left cornua') in an adult female patient who had essure (batch no. B78532 -not valid,b63661 -not valid) inserted. The patient's medical history included gestational diabetes, hypertension, cholecystectomy, wisdom teeth removal, menorrhagia and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy with removal of the left diagnostic laparoscopy with removal of the left). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: the essure device was deployed and on the left side there were 2 coils extending into the uterine cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality-safety evaluation of ptc. On 28-apr-2021: fu 1 & 2 process together. Pif received: patient demographic, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated essure coil emanating from the left cornua') in an adult female patient who had essure (batch no. B78532, b63661) inserted. The patient's medical history included gestational diabetes, hypertension, cholecystectomy, wisdom teeth removal, menorrhagia and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy with removal of the left diagnostic laparoscopy with removal of the left). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: the essure device was deployed and on the left side there were 2 coils extending into the uterine cavity we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.